Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the complaint breathing circuit was returned to fisher & paykel healthcare. Dimensional measurements were taken and performance tests were carried out. Results: there was no damage noted to the circuit. Dimensional measurement of the expiratory limb's pressure port revealed that it was within specification. Our performance testing included fitting of the neo pressure elbow into the pressure port of the expiratory limb. Testing confirmed that the pressure line neo pressure elbow was able to be tightly connected to the pressure port of the expiratory limb when it was firmly inserted with a click. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine the cause of the problem as reported by the customer, as no fault could be found with the returned complaint device. It is possible that the user may not have inserted the neo pressure elbow into the pressure port properly. Our user instructions that accompany the rt268 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that "the white gas connection" in an rt268 infant breathing circuit "was not secure, and despite replacing correctly, failed to remain in place, therefore, failing to provide adequate ventilation to the infant. Once the circuit was changed, the problem was resolved, with no harm to the infant."